Event description:
It was reported that during an access procedure, a guide wire perforated the catheter and the catheter become stuck on the guide wire. The target lesion was located in the arm. A 4/5/75 -16-443 ut diamond catheter and a non-bsc guide wire were selected and advanced to the lesion. After the device was inflated, the guide wire exited from the side of the catheter below the area where the balloon attached to the catheter. Upon removal, the wire became stuck in the area where it exited the catheter. The catheter and wire were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).